Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Y. Liu, y. Li, s. Li, s. Xie, j. Wang, j. Wang z. Hong; international journal of neuroscience; 2024; observation of efficacy of rt-pa thrombolysis combined with solitaire ab stent mechanical thrombectomy in patients with acute ischemic stroke: a retrospective analysis; doi: 10.1080/00207454.2024.2341911 literature was reviewed regarding: observation of efficacy of rt-pa thrombolysis combined with solitaire ab stent mechanical thrombectomy in patients with acute ischemic stroke: a retrospective analysis. The time frame of this study was: december 2019 to december 2021. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: solitaire ab stent in the combonation group. No deaths were reported to have occurred in the study population. Among patient adverse events included: ineffective treatment (2 cases in combination group) cerebral hemorrhage (1 case in combination group) re-occlusion (1 case in combination group) gingival bleeding (1 case in combination group) gastrointestinal bleeding (1 case in combination group) symptomatic intracranial hemorrhage (sich) (2 cases in combination group) distal embolization (2 cases in combination group) vessel rupture (1 case in combination group) pseudoaneurysm formation (1 case in combination group) access site complications (2 cases in combination group) these complications may include bleeding, hematoma formation, infection, ar terial dissection, or nerve injury, among others. No further information was provided pertaining to medtronic products.